Event description:
The unit allowed a free flow or high infusion rate to occur. The mechanics of the system may appear to be aligned properly, as the pump set is initialized; however, after infusing for some time, an overinfusion can result. The pump is being sent to the MFR for testing and analysis. The tubing alignement and motor assembly mechanics may have contributed to the problem. There is a microswitch on the rotor assembly that indicates "cover open alarm condition". However, this switch is not activated until it is a certain distance away from the rotor/microswitch assembly. Thus, this condition may not be detected by nursing personnel until an overinfusion has occurred. In this incident there was no adverse outcome to the pt. In the past a pump which demonstrated a similar occurrence was sent to the MFR for analysis and no problem was detected.